Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a patient experienced dysphagia and paint leading to device explant. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2014. Dysphagia reported to begin four days post anti-reflux procedure. Uneventful device explant on (B)(6) 2014. Device found in correct position and geometry.